Event description:
Surgeon indicated there are sharp plastic edges on the boot around the areas where the surgeon sticks his fingers in to check that the heel is seated properly. As a result, the surgeon received approximately 1/4" length cut on index finger; placed a bandaid; no stitches required and status of surgeon is good. No medical intervention required.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).